Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing after 25 units of insulin had been delivered. Reportedly, cold insulin had been used to load the cartridge and tubing. There was no reported impact to the customer's blood glucose level. Troubleshooting with tandem technical support determined that air was likely in the cartridge. The customer was advised to use room temperature insulin when loading the cartridge. The customer acknowledged.